Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Device/procedure outcome: original device used,procedure completed patient outcome: f11: minor injury/ illness / impairment. Event description: per cnf, it was reported that: after the first application, bleeding from the airway was observed, and the procedure was performed while suctioning through the side port of the I-gel. The cause could not be identified; however, the possibility that the event was related to the versacross or the starter could not be ruled out. Therefore, the event was reported. Note: for any patient information field(s) left blank in the cnf - "asked but not available as per account." In addition, the e-mail address of the physician, who was also the initial reporter, was not available. Physician comments: patient outcome: adverse event infected: unknown generator/controller: ablation catheter used: other used: yes, able to use the device farastar. Event date: 2026-3-16. As reported device codes: 2099: no known device problem. As reported patient codes: 9128: hemorrhage. Procedure date: (B)(6) 2026. Type of procedure: catheter ablation. Country of event: japan. Country of original implant use: no value found. Implant date: no value found. Explant date: no value found. Oos date: no value found.